Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a (B)(6) year-old female patient (gravida 6, para 4) who had essure (batch no. 774378) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "foreign body rejection leading to partial hysterectomy" in 2013 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2005;(B)(6) 2007; (B)(6)2008 and (B)(6) 2010), miscarriage and d & c. Previously administered products included for contraception: trinessa. Concomitant products included nonoxinol (vcf) for birth control, estrogens for early menopause, ibuprofen and naproxen for migraine, epinephrine (epipen) for rash and hives as well as antibiotics, fluconazole, norethisterone (errin), ondansetron and prenatal's. In (B)(6)2010, 13 days before insertion of essure, the patient experienced adnexa uteri pain ("stabbing pain in tubes, fallopian tubes"), migraine ("migraines") and self esteem decreased ("low self-esteem"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vertigo ("vertigo"). In 2011, the patient experienced anorgasmia ("climax problem") and dyspareunia ("pain during intercourse"). In 2013, the patient experienced bone pain ("bone pain") and myalgia ("muscle pain"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic inflammatory disease ("reoccurring pelvic inflammatory disease"). In 2014, the patient experienced premature menopause ("early menopause") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), drug hypersensitivity ("allergic reaction to medications"), rash ("rashes"), urticaria ("hives"), nausea ("nausea"), hypotension ("low blood pressure"), loss of consciousness ("passing out "), pyuria ("puss in urine"), gastrointestinal pain ("painful bowels"), anxiety ("anxiety"), depression ("depression"), suicidal ideation ("suicidal thoughts"), rhinitis allergic ("allergic rhinitis"), pharyngitis ("pharyngitis"), cervicitis ("cervicitis"), dizziness (¿dizziness¿), fatigue (¿fatigue¿), chest pain (¿chest and heart pain¿), hypoaesthesia (¿numbness¿), paraesthesia (¿tingling/numb sensation/ pins and needles¿), pyelonephritis (¿pyelonephritis¿), kidney infection (¿kidney infection¿), pus in stool (¿puss in stool¿), irritable bowel syndrome (¿irritable bowel syndrome¿), contusion of breast (¿bruise under the left breast¿), abdominal distension (¿gassy¿), gastrointestinal sounds abnormal (¿loud rumbling of stomach¿), inflammatory bowel disease (¿inflammatory bowel disease¿), pruritus (itching¿) and panic attacks (¿panic attacks¿). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she underwent robot assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, adnexa uteri pain, pelvic inflammatory disease, migraine, bone pain, myalgia, drug hypersensitivity, rash, urticaria, anorgasmia, dyspareunia, nausea, hypotension, loss of consciousness, pyuria, gastrointestinal pain, anxiety, depression, suicidal ideation, self esteem decreased, rhinitis allergic, pharyngitis, premature menopause, cervicitis, urinary tract infection, dizziness, fatigue, hypoaesthesia, paraesthesia, pyelonephritis, kidney infection, pus in stool, irritable bowel syndrome, contusion of breast, abdominal distension, gastrointestinal sounds abnormal, inflammatory bowel disease, pruritus and panic attacks outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, anorgasmia, anxiety, bone pain, cervicitis, depression, drug hypersensitivity, dyspareunia, gastrointestinal pain, hypotension, loss of consciousness, migraine, myalgia, nausea, pelvic inflammatory disease, pelvic pain, pharyngitis, pregnancy with contraceptive device, premature menopause, pyuria, rash, rhinitis allergic, self esteem decreased, suicidal ideation, urinary tract infection, urticaria, vertigo, dizziness, fatigue, hypoaesthesia, paraesthesia, pyelonephritis, kidney infection, pus in stool, irritable bowel syndrome, contusion of breast, abdominal distension, gastrointestinal sounds abnormal, inflammatory bowel disease, pruritus and panic attacks to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. (B)(6) 2014: essure confirmation test: dye test. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters added. Patients demographics added. Historical condition and drug added. Concomitant drugs added. Final report ticked. Event "a lot of issues with essure / severe and permanent injuries" was replaced by more specific events. New events added: pelvic pain, stabbing pain in tubes, pregnancy, device ineffective, miscarriage; reoccurring pelvic inflammatory disease, migraines, vertigo, bone and muscle pain, allergic reaction to medications, rashes, hives, climax problems, pain during intercourse, nausea, low blood pressure, passing out, puss in urine, painful bowels, anxiety, depression, suicidal thoughts, low self-esteem, allergic rhinitis, pharyngitis, foreign body rejection leading to partial hysterectomy, early menopause, cervicitis, urinary tract infection, dizziness, fatigue, chest and heart pain, numbness, tingling/numb sensation/ pins and needles, pyelonephritis, kidney infection, puss in stool, irritable bowel syndrome, bruise under the left breast, gassy, loud rumbling of stomach, inflammatory bowel disease, itching and panic attacks. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 30-year-old female patient (gravida 6, para 4) who had essure (batch no. 774378) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "foreign body rejection leading to partial hysterectomy" in 2013 and device ineffective "device ineffective." The patient's past medical history included multigravida, parity 4 ((B)(6) 2005;(B)(6)2007;(B)(6)2008 and (B)(6)2010), miscarriage and d & c. Previously administered products included for contraception: trinessa. Concomitant products included nonoxinol (vcf) for birth control, estrogens for early menopause, ibuprofen and naproxen for migraine, epinephrine (epipen) for rash and hives as well as antibiotics, fluconazole, norethisterone (errin), ondansetron and prenatal s. In (B)(6) 2010, the patient experienced adnexa uteri pain ("stabbing pain in tubes, fallopian tubes"), migraine ("migraines") and self esteem decreased ("low self-esteem"). On (B)(6)2010, the patient had essure inserted. In march 2011, the patient experienced vertigo ("vertigo"). In 2011, the patient experienced anorgasmia ("climax problem"), dyspareunia ("pain during intercourse") and pyelonephritis ("pyelonephritis"). In 2013, the patient experienced bone pain ("bone pain") and myalgia ("muscle pain"). On (B)(6)2014, 3 years after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic inflammatory disease ("reoccurring pelvic inflammatory disease"). In 2014, the patient experienced rash ("rashes"), urticaria ("hives"), premature menopause ("early menopause") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), drug hypersensitivity ("allergic reaction to medications"), nausea ("nausea"), hypotension ("low blood pressure"), loss of consciousness ("passing out"), pyuria ("puss in urine"), gastrointestinal pain ("painful bowels"), anxiety ("anxiety"), depression ("depression"), suicidal ideation ("suicidal thoughts"), rhinitis allergic ("allergic rhinitis"), pharyngitis ("pharyngitis"), cervicitis ("cervicitis"), dizziness ("dizziness "), fatigue ("fatigue"), chest pain ("chest and heart pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling/numb sensation/ pins and needles"), kidney infection ("kidney infection"), pus in stool ("pus in stool"), irritable bowel syndrome ("irritable bowel syndrome"), contusion ("bruise under the left breast"), ovarian cyst ("multiples cysts in my ovaries"), abdominal distension ("gassy"), gastrointestinal sounds abnormal ("loud rumbling of stomach"), inflammatory bowel disease ("inflammatory bowel disease"), pruritus ("itching") and panic attack ("panic attacks"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she underwent robot assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, adnexa uteri pain, pelvic inflammatory disease, migraine, bone pain, myalgia, drug hypersensitivity, rash, urticaria, anorgasmia, dyspareunia, nausea, hypotension, loss of consciousness, pyuria, gastrointestinal pain, anxiety, depression, suicidal ideation, self esteem decreased, rhinitis allergic, pharyngitis, premature menopause, cervicitis, urinary tract infection, dizziness, fatigue, chest pain, hypoaesthesia, paraesthesia, pyelonephritis, kidney infection, pus in stool, irritable bowel syndrome, contusion, ovarian cyst, gastrointestinal sounds abnormal, inflammatory bowel disease, pruritus and panic attack outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, adnexa uteri pain, anorgasmia, anxiety, bone pain, cervicitis, chest pain, contusion, depression, dizziness, drug hypersensitivity, dyspareunia, fatigue, gastrointestinal pain, gastrointestinal sounds abnormal, hypoaesthesia, hypotension, inflammatory bowel disease, irritable bowel syndrome, kidney infection, loss of consciousness, migraine, myalgia, nausea, ovarian cyst, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, pharyngitis, pregnancy with contraceptive device, premature menopause, pruritus, pus in stool, pyelonephritis, pyuria, rash, rhinitis allergic, self esteem decreased, suicidal ideation, urinary tract infection, urticaria and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. On (B)(6) 2014: essure confirmation test: dye test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality-safety evaluation of ptc. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.